Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was externally admitted for progressive dyspnea, somnolence and low flow alarms. The patient had respiratory failure and had an endotracheal intubation. Computerized tomography (CT) scans of the head, thorax and abdomen were performed that showed clear evidence of right heart strain. They patient was admitted and was sedated, intubated and had controlled ventilation. The patient's circulatory system was unstable and required a high amount of catecholamines. The patient experienced refractory cardiogenic shock and eventually died on (B)(6) 2021. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multiple organ failures (right heart failure, respiratory failure, renal failure), cardiogenic shock and patient outcome could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A direct cause for the reported alarms could not be confirmed through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. This IFU lists multiple organ failures (right heart failure, respiratory failure, renal failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.